Event description:
The pt was revised because of a fall in which the stem broke.

Manufacturer narrative:
Examination of the returned stem confirms the material fracture was reported. Eval by a depuy material scientist has attributed the failure to material fatigue. No material defects were observed in the femoral stem or proximal sleeve that could contribute to fracture of the stem. Review of the device history records did not reveal any related mfg deviations or anomalies. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.